Event description:
It is reported that a customer called 911 for high blood glucose. The customer was hospitalized a month before the 911 call for a high blood glucose level of 461 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with assisted with trouble shooting and was successfully able to push he air bubbles out of their reservoir. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.